Event description:
It was reported that an inappropriate shock was seen involving this device and electrode. The patient was brought to the hospital for further testing. Extensive testing including exercise testing had the device choosing the same vectors as previously programmed. The physician succeed to recreate a very short noise event. The patient continued to be programmed in the same sensing vector, but still hospitalized pending a possible solution. An x-ray taken did not show anything significant with the system position. Device data was uploaded and sent for technical services (ts) review. From a ts evaluation a poor contact condition appeared to be documented in the treated episode. This can either be caused by incomplete lead insertion, impairment of the lead, or other disturbances contact in the device header. Currently, this patient is at risk for inappropriate therapy delivery. Ts discussed performing testing to exclude a lead issue and possible reprogramming can follow pending results of the testing. No adverse patient effects were reported. The device and electrode remains implanted.